Event description:
The customer reported that fluid leaked from the neutraclear extension set when administering lumason using the syringe contained in the lumason medication kit. The clinician reported that the orange gland inside the valve appeared to be at an angle. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that fluid leaked from the connection of the neutraclear valve and the mating syringe was not confirmed. A used removable neutraclear valve from an extension set was received however the extension set itself and the reported mating syringe were not returned for investigation. Investigation showed that the inside needle of the valve was broken which may have been caused by connection of a device with an internal luer diameter that was too small. This type of damage has also been observed after use of an incompatible protective cap. In addition, the top surface of the septum was damaged with a torn appearance indicating some damage occurred during use/attachment of a mating device. The root cause of the reported leak could not be definitively determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that fluid leaked from the neutraclear extension set when administering lumason using the syringe contained in the lumason medication kit. The clinician reported that the orange gland inside the valve appeared to be at an angle. There was no report of patient harm.